Manufacturer narrative:
H3: analysis of the ens (s/n: (B)(6) revealed that the returned device passed all testing in the laboratory and no anomalies were identified. Analysis of the lead (lot#: 60565992) revealed that the conductor(s) were broken in the body of the lead; consistent with explant damage. Analysis of the lead (lot#: 60582838) revealed that the lead conductor was broken (overstress/damage) continuation of d10: product ID 367675 lot# unknown serial# implanted: explanted: product type screening device product ID 309201 lot# 60582838, implanted: (B)(6) 2024 explanted: (B)(6) 2024 product type screening device product ID 306001 lot# 60565992, implanted: (B)(6) 2024 explanted: (B)(6) 2024 product type screening device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturing representative (rep) regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. It was reported that the lead broke upon explant. The pne lead was broken upon removal on the left side of the sacrum. It was unclear if the lead used on the left was with the 306001 or from the 309201 kit. A fragment was still in the patient. The cause was not known.

Manufacturer narrative:
Continuation of d10: product ID: 309201, lot# 60582838, implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type: screening device. Product ID: 306001, lot# 60565992, implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type: screening device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). The rep confirmed that the potential imaging was done on (B)(6) 2024 by physician. The rep confirmed that the issue was not yet resolved.

Manufacturer narrative:
H3: analysis of the lead (lot#: 60582838) revealed that the lead was likely cut during surgery. Continuation of d10: product ID 367675, lot# unknown, product type: screening device. Product ID 309201, lot# 60582838, implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type: screening device. Product ID 306001, lot# 60565992, implanted:(B)(6) 2024, explanted: (B)(6 )2024, product type: screening device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.